Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who received unknown baclofen 2000 mgc/ml at a dose of 1801.8 mcg/day via an implantable pump. It was reported that a critical pump alarm was heard and confirmed by telemetry as safe state. Troubleshooting was not performed at the time of the call report due to the lack of access to the product. However, troubleshooting was discussed. The hcp was to interrogate the (B)(6)2017. No further complications were reported/anticipated.